Event description:
It was reported that this right ventricular lead exhibited low amplitude, undersensing, loss of capture and low within range pacing impedance measurements. Further evaluation was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the lead experienced dislodgement. X-rays were performed however, they were inconclusive. A lead revision was performed in order to assess the issue. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: h6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited low amplitude, undersensing, loss of capture and low within range pacing impedance measurements. Further evaluation was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the lead experienced dislodgement. X-rays were performed however, they were inconclusive. A lead revision was performed in order to assess the issue. This lead remains in service. No further adverse patient effects were reported.